Event description:
It was reported that approx 3 hours into the procedure, the generator settings froze. To mitigate the problem, the unit was powered down and re-booted. The same generator was used a few day later and continued to work with the exception of a loud buzzing sound coming from the generator. No effect to the pt reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. As add'l info becomes available, a f/u report will be submitted.